Manufacturer narrative:
The autopulse platform (sn (B)(4)) was received with no physical damage. Further examination found evidence of extensive fluid ingress inside the platform. As part of routine service during testing, the platform was functionally tested and was able to power on; however, no display was observed on the user control panel. The customer report of the platform unable to power on was not reproduced. Due to the received condition of the device, no further service will be performed on the platform. The autopulse platform is a reusable device and was manufactured on 10 jun 2013. It is approaching its expected service life of 5 years. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the user could not power the autopulse platform (sn (B)(4)) on. No known impact or patient consequence was reported. Multiple attempts were made to obtain further information; however, was unsuccessful. No further information was provided at this time.